Manufacturer narrative:
Concomitant medical products: product ID: 3057, lot# unknown, implanted: (B)(6) 2018, product type: screening device, ubd: , UDI#: if information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who has an external neurostimulator (ens) for urgency frequency. The patient reported that she had a burning pain in her vaginal area, and that the patient removed the device with clinician. It was noted that the trail began on (B)(6) 2018. No further complications were anticipated/reported.